Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt is currently doing well and has continued the use of his device. This is the final report.

Event description:
The pt reportedly experienced swelling and thickening of the skin over the implant site. The pt was reportedly treated with antibiotics (type unk). The pt was seen by a physician on (B)(6) 2010 and no obvious infection was observed.